Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated they were charging the ins last night when suddenly stimulation went off. The patient mentioned ins battery was 80% and controller 60%. The patient said they plugged controller into ac power and the controller charged fine, but controller wasn't turning the stimulation on. The patient said they were in pain now. The patient started an ins recharging session during the call and reported they started recharging. The patient said they usually have to find the right spot to position the rtm each time they go to charge as it changes each time. The patient went to the home screen and described stim was currently on group a. The patient said they were usually on a and usually felt stim, but was not feeling stimulation. The patient turned stim off and back on using top white button, but still didn't feel stimulation. The patient reset controller but again didn't feel stim. The patient tried changing to groups b and c but still didn't feel stim. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.